Manufacturer narrative:
H10 - the reported problem was confirmed through the events log but not duplicated during functional check. Found turbine assembly cables to be damaged to which may have contributed to the reported allegation. As a resolution, recommend replacing and disposing of turbine assembly.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 won't ventilate when connected to the patient. The unit was swapped out and the customer confirmed that there is no patient harm associated with this reported event.